Manufacturer narrative:
Literature citation: yoshiharu kawaguchi,m .d.,p h.d. "Balloon kypltoplasty : surgical results, efficacy and limitations" average age: 77 years. Sex: female (male: 252; female:763). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in an abstract that patients underwent balloon kyphoplasty procedure due to kyphosis. Post-op, complications include infection in two patients.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.